Event description:
The customer called to request assistance with battery alarm and frozen display. Troubleshooting was performed. The battery was changed and attempted to clear the alarm, but the frozen display continued. The customer stated that the display was not totally blank, and the numbers and menus have scrolled without button presses. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.